Event description:
The patient was to undergo MRI (magnetic resonance imaging) of his left shoulder. The patient wanted to have a company representative present to interrogate the pump following the MRI. The patient reported they underwent 4 surgeries in the past to get the pump ¿right¿. On (B)(6) 2015, additional information was received from the pump managing physician. Regarding the information reported on (B)(6) 2015, the patient was not having issues with his pump. The patient was having an issue with the hospital performing the MRI because the patient had a pump implanted. This reporter was unaware of any prior surgeries related to the pump. Per the procedure note dated (B)(6) 2015, the patient had a pump refill on (B)(6) 2015. The pump was refilled with 40 mls of drug: dilaudid 8 mg/ml, baclofen 700 mcg/ml, and bupivacaine 2 mg/ml. The pump was programmed to deliver: dilaudid 2.8 mg/day, baclofen 245 mcg/day, and bupivacaine 0.7 mg/day in simple continuous delivery mode. The patient had concerns regarding his left shoulder. The patient had been seen by a couple different orthopedists. The patient underwent CT myelogram and wanted to perform MRI but said they could not due to the patient¿s implanted pump. The patient had 2 injections: the first helped slightly, the second did not help at all. The patient was treated with a couple series of prednisone (treatment medication) which helped; the most recent was 3 months prior to (B)(6) 2015. Examination on (B)(6) 2015 revealed fair range of motion of the left shoulder without as much pain. There was some tenderness over the biceps tendon and coracoid process. The plan was for the patient to follow up in (B)(6) 2015 with this reporter. Per the information provided via pump interrogation performed on (B)(6) 2015, the pump was updated on (B)(6) 2015 and a drug change and bridge bolus was programmed. The new medications were: baclofen 800 mcg/ml, dilaudid 6 mg/ml, and bupivicaine 1 mg/ml. Outcome not reported.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).